Event description:
The following has ben reported to davol by the pt: it was alleged that in 2004 the pt was implanted with perfix plug for repair of a left inguinal hernia. He reports that in 2006 he began experiencing severe pain, and had several emergency room visits. The pain is described as radiating, it travels from back down the left leg. The pt states that he uses a cane to walk and has seen a pain specialist, and has been treated with several different therapies including injections. The pt reports having an untreated herniated disk in his lower back. He reports that CT scans done on emergency room visits have been negative and that the emergency room doctor reported that the mesh may have "inverted", but this was not seen on CT scans. The pt has not had any follow up with a surgeon.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. Medical records have not been provided. We have contacted the initial reporter to request additional information pt reports have a herniated disk in his lower back that travels down his leg. CT scans were done but were reported to be negative. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the mesh remains implanted. This MDR includes all pt, event, and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.